Event description:
It was reported that the customer had high blood glucose levels of 440 mg/dl. It was reported that the customer treated with the insulin pump. The customer reported that there was a leak on the reservoir of the insulin pump. The customer could not ascertain the exact location of the leak on the reservoir. The customer would like to return the reservoir and transfer guard of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site per variance 5.